Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 24 and 36 hours. Patient stated the cannula dislodged from the infusion site (arm). As treatment, corrections were delivered; this pod was discarded.

Manufacturer narrative:
The following fields were updated based on additional information provided: d4 - lot no: pd1c09282031. H4 - device mfg date: 9/28/2020. D4 - expiration date: 3/28/2022. D4 - unique identifier (UDI) #: (B)(4).